Event description:
Per the clinic, the patient experienced infection at the implant site, exposing the device. The patient was treated with antibiotics (date, type and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to infection (site of infection not confirmed). Reimplantation is planned but has not taken place at the time of this report.